Event description:
On 9th october 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the capsular bag ruptured.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the capsular bag ruptured during iol implantation. The healthcare facility reports that iol implantation was completed within the original surgery session and that a morcher ring was also inserted to aid stability. The rayner rayone preloaded injector risk analysis identifies the following as possible causes of "explosive expulsion of lens" resulting in capsule rupture; plunger advanced too quickly and forcing jammed plunger during iol insertion. Lens delivered in 's' orientation is also identified as a possible cause of capsule rupture within the risk analysis. Our review of production records for the rayone aspheric rao600c batch 034237005 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 034237005. There is insufficient evidence and information available to establish the cause of capsule rupture during iol implantation.